Event description:
Customer reportedly obtained a result of 34 mg/dl on device while a doctor's device read 150 mg/dl within 10 minutes. No action taken based on device results and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.